Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the dovetail feature was compressed and flared out. The distal surface also exhibited damage. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. DHR was reviewed and no discrepancies relevant to the reported event were found. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Detailed instructions for inserting the articular surface are provided in the nexgen lps-flex fixed bearing surgical technique. The root cause is attributed to use error. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial knee surgery, the implant could not be inserted into the tibial plateau. Another implant was successfully implanted. Attempts have been made and no further information has been provided.